Event description:
Customer alleges he gets his foot caught between the front wheel and footplate while driving unit because his foot slips off.

Event description:
Customer alleges he gets his foot caught between the front wheel and footplate while driving unit because his foot slips off.

Manufacturer narrative:
The device is not available for evaluation by pride at this time. Should the device or further information become available, a follow-up report will then be submitted.

Manufacturer narrative:
A pride provider replaced the stirrups (strap, toe/ankle) on the powerchair. The device is working properly.